Manufacturer narrative:
On (B)(6) 2020, the patient met with the implanting clinician to have the skin irritation (sore skin near implant incision) evaluated. The three stimulators shared the same receiver pocket that was the source of the skin irritation. Implanting clinician gave the patient anti-inflammation patches to apply to the skin irritation. On june 22, 2020, the cr reported that the patient had been using the anti-inflammation patches prescribed by the implanting clinician. The swelling and redness (skin irritation) have been resolved. Other than a bump under the skin that is a little tender, everything is improving, on june 24, 2020, the cr reported that the cause of the bump is unknown but will be monitored. Cr reported that patient is continuing to receive therapy from the stimulators

Event description:
Stimwave quality has investigated the details for a reported skin irritation (sore skin near implant incision) submitted to the stimwave complaint system on june 3, 2020, by clinical representative (cr), in the united states. Crs became aware of this issue june 2, 2020.